Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause is likely malfunction of the dr board. The design of the dr board was changed, and it was confirmed that the subject device was manufactured before this design change was applied. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, no image was present due to a worn out video connector. Additionally, the locking mechanism was not locking properly. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis evera iii video system center was not providing an image when used with the facility's exera ii scopes during preparation for use. There was no patient harm or consequence reported as a result of this event.